Manufacturer narrative:
Date of postoperative screw loosening is unknown. (B)(4). Per facility, the complainant part will not be returned for investigation as it has been discarded. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an exploration of fusion procedure at disc levels c5-6 on (B)(6) 2016 due to the discovery of a loose screw. The original procedure was an anterior cervical discectomy and fusion (acdf) at disc levels c4-c7 completed on (B)(6) 2015. It was reported that the patient presented with no physical complaints, but post-operative x-rays revealed the backing out of the caudal right side screw at c5-c6 disc level. During the revision, the surgeon removed the loose screw without incident and checked the stability of the zero-p implant at c5-c6. The surgeon did not need to revise the implant; therefore, the incision was closed. The procedure was completed with a thirty (30) minute delay. The patient's postoperative status was reported as stable. This report is 1 of 1 for (B)(4).